Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 115 mm in length thoracic aortic dissection. It was reported that the patient presented emergently on with complaints of severe back pain. The cta showed another entry tear and dissection 13mm above the celiac axis. The patient was taken to the operating room and the stent graft was extended to the level of the celiac with a valiant 36x32x150. The patient's one month follow up CT scan reviewed and showed that the false lumen of the dissection is still filling. The physician stated that the patient will continue to be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.